Event description:
The reporter stated that she believes her er1 message was due to inserting the test strip too soon. When the test strip was reinserted, she got a blood glucose reading. She said that she is satisfied with her meter and does not want a replacement at this time.